Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a new customer was unable to program an extended bolus. Tandem technical support assisted the customer with requesting and delivering an extended bolus. Reportedly, the customer's blood glucose (bg) level was impacted (high 200 mg/dl). Customer delivered a bolus via the pump to address the elevated bg level.